Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a lesion located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Resistance was not encountered and excessive force was not used during delivery. It was reported that an expired stent was implanted. The patient was reported to be alive with no injury. No medical/surgical intervention (e.g. Placed on antibiotics) was required as a result of the event.